Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: particles in the delivery liquid, deposits in the reservoir, deposits on the valves, and additional holes in the distal end of peritoneal catheter. Permeability test: the test showed that the progav 2.0 shunt system is non-permeable. To determine the location of the occlusion, the shunt system was dismantled and each element was tested individually for permeability. The test showed that the shuntassistant, control reservoir, ventricular catheter and the peritoneal catheter are permeable, while the progav 2.0 is blocked. Computer control test: the computer control test is only applicable on permeable valves. The computer control test showed the opening pressure of the shuntassistant, at a reference flow rate of 20 ml/h in a vertical position of the valve, to be 19.82 cmh2o. This is within the specified tolerance of 20 +4/-2 cmh2o. Adjustability test: the progav 2.0 was found to be adjustable to all pressure settings. The shuntassistant is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test: the braking force of the progav 2.0 was within the specified tolerance and the brake function operated as expected. Internal inspection of product: in order to verify whether the investigated shunt system was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, the valve are finally opened with a special tool. After dismantling of the valves, deposits were found in progav 2.0. For more detailed visibility, the proteins/deposits in both valves were colored by using a coloring solution. After coloring, minimal deposits were detected in the shuntassistant. Results: based on our investigation results, we have determined that there was a blockage in the progav 2.0 at the time of our investigation. Detected deposits on the valve ball could be named as the cause of the blockage. Existing deposits in the csf can temporarily impair the function of the valve and is described as concomitant symptoms in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Event description:
It was reported that a progav 2.0 shunt system (part # fx434-t) was implanted during a procedure performed on (B)(6) 2022. According to the complainant, the system was believed to be operated in under-drainage adjustment problems. The patient underwent a revision procedure performed on (B)(6) 2023. The complaint device has not yet returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 32 years, weight: 50 kilograms (kg), height: 156 centimeters (cm), gender: female.